Manufacturer narrative:
G2: country of origin is canada. G4 - 510(k)#: this device is not marketed in united states but however similar device with product# 5540030, UDI (B)(4) , 510(k)# k113174 is marketed in united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the set screw at t12 was pulled out. Sponsor, investigator and cec assessed that there is no relatedness to  p roduct/therapy/procedure. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that there is no revision surgery planned or scheduled for the removal of alleged set screw. Procedure involved in the event was braive gms procedure t5-t12.